Event description:
It was reported that during preparation for a coronary stenting treatment procedure stent damage was noticed. While the physician was unpacking the 3.00x20mm liberte monorail coronary stent delivery system (sds) it was noticed that the stent was damaged, it was noted that the stent looked broken. The device did not used on the patient and the procedure was postponed.